Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received further clarified "gosting" meant the patient's line of sight was double image. It was unknown if the patient's eyes "gosting" had resolved and it was unknown if any interventions had been done for the implantable neurostimulator migration (moving slowly to the middle.)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via a representative reported after receiving the deep brain stimulation (dbs) surgery, the patient's eyes were "gosting" and the stimulator appeared to move slowly to the middle. There was not 50% of symptom reduction. It was noted it was unknown if troubleshooting had been done and the cause of the event or device relation was unknown.